Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-jul-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient was doing very good for about 10 days. Then at their house, they started to have withdrawal type symptoms and went to the ER (emergency room) on the night of 12/14. The patient was admitted. Late the next day, the physician did a dye study and found that the catheter had migrated/pulled out of the intrathecal space. The catheter was revised. It was noted that the physician who did the catheter revision noticed that his initial anchoring did not hold and that was why it had migrated.